Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure a vasospasm occurred. The target lesion was located in the proximal left anterior descending artery with 80% stenosis, a length of 32 mm, and a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 38 mm promus element stent with 0% residual stenosis. During the index procedure, the moderate sized diagonal arrising within the stenosis having no significant disease developed a transient 60-70% ostial stenosis post stent deployment, intracoronary admission of 200 microgram nitroglycerine twice lead to reduction of this stenosis to less than 25%. This was felt to be spasm. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combnation product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).